Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawers not appearing on the communication bus. A field service engineer reseated the connections and wires to address the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using bd pyxis¿ medstation¿ es auxiliary, drawers 2.1 and 2.2 were not detected on the communication bus. The customer confirmed experiencing a delay in medication dispensing. There were no adverse events or injuries reported based on this incident.